Event description:
Same case as 2134265-2009-04480. It was reported that after a coronary artery stenting procedure, the patient experienced in-stent restenosis. The lesion being treated was a 3.00mm, 99% stenosed, 20.0mm long portion of the mid to proximal right coronary artery (mid-prox rca). The physician treated the lesion with predilatation using a 3.00x20mm balloon at maximum 25 atm. The physician then placed a taxus express2 3.00x20mm stent and 3.00x8mm stent in the lesion at maximum 12 atm. Post-dilatation and post-ivus were performed. The stents was successfully positioned and expanded with no gap. Then a non bsc stent was implanted in mid right coronary artery. The patient was discharged the next day on plavix and aspirin. At 219 days after the index procedure, in-stent restenosis was confirmed in mid rca. Eleven days later, pci was performed. The patient was discharged the next day with the event resolved and no further complications.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.